Event description:
It was reported that the procedure was coil embolization of a pcom artery (7mm 10.8mm), the orbit rdfl complex fill coil (638cf0515/ 15401622) was advanced via (mc) microcatheter, but the coil stretched. Then, the coil was withdrawn, and changed to another one to complete the procedure with the same mc. The coil/delivery system did not make out of the distal end of the mc, and an adequate continuous flush was maintained through the mc at all times, and the mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. There was no resistance when the coil was inserted in the microcatheter, and there were no kinks in the mc that may have contributed to the event. Other that what was reported, neither device have any other damages (kink, bend, crack, separated, fracture, elongated, etc).

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during a coil embolization of a 7mmx10.8mm posterior communicating (pcom) artery aneurysm, the orbit rdfl complex fill coil (638cf0515/ 15401622) was advanced via the unknown microcatheter (mc), but the coil stretched. The coil/delivery system did not make it out of the distal end of the mc. The coil was then withdrawn, and changed to another one to complete the procedure with the same mc. There is no information regarding the vessel characteristics. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. An adequate continuous flush was maintained through the mc at all times, and there was no resistance when the coil was inserted in the mc. There were no kinks in the mc that may have contributed to the event. Other that what was reported, neither device had any other damages (kink, bend, crack, separated, fracture, elongated, etc). One non-sterile trufill dcs orbit was received coiled in a plastic bag. The hypotube was found kinked and bent with no other anomalies. The gripper and emboli coil were inspected under the microscope; the coil was found stretched at the proximal section; the gripper was found to be a little wavy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with microscopic inspection; it was stretched at the proximal section. The analysis and the device history records does not present with any indication of any manufacturing defect or anomaly contributing to the event. The cause of the event experienced by the customer and damages found on the unit could not be conclusively determined, it is possible that procedural factors, vessel characteristics, device interaction may have contributed. The device history records indicate that the product met specification prior to shipment. Additionally inspections are in place to prevent these types of damages leaving from the facility; therefore no corrective action will be taken at this time.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled in a plastic bag, hypotube was found kinked and bent, no other anomalies were noted. Gripper and emboli coil were inspected under the microscope, coil was found stretched at the proximal section; gripper was found a little wavy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "coil unraveled/stretched" was confirmed, during microscopic inspection the embolic coil was found stretched at the proximal section, however, the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.